Event description:
The customer reported ECG measurement issues. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). This is a follow-up report to report #1218950-203-04879. The product number has been changed from 861290 to m1645a to reflect the ECG lead set.